Manufacturer narrative:
Although requested, the arm unit has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that upon attempting to remove the suction cup from the piston of the automated cardiac compressor arm the compression pitson fell out of the unit. The customer reported this occured after a rescue attempt however they reported the device operated as intended during the resuce.